Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed visual, mechanical and electrical testing was performed on the device. External visual inspection noted tool marks on the case and body fluid contamination in the lead barrels. A hole in the right ventricular (rv) lead seal plug was noted, however all setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The device battery status was at eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker¿s battery was prematurely depleting. Autocapture was turned on earlier in the year which is thought to have played a role in the battery reaching end of life (eol) quicker than expected. Some undersensing of ventricular ectopic beats was also noted. Intervention was performed and blood was noted in the set screw and the physician experienced difficulty in removing a lead from the can. The device was eventually explanted and successfully replaced. No additional adverse patient effects were reported.